Manufacturer narrative:
The device has not been received in our facility as of this time. Final report will be submitted as soon as the product is received and final analysis has been conducted.

Event description:
Per received report: while pushing the first coil loop into the aneurysm, resistance was encountered, therefore, there was no chance to push it further. The microcoil was then observed to have partially fractured and could no longer pulled back in the microcatheter. The entire system (microcatheter and coil) was withdrawn from the internal carotid artery (ica) without any injury to the patient. Additional information received on (B)(6) 2011 stated that no detachment attempt was performed.